Manufacturer narrative:
Siemens is investigating this issue.

Event description:
A discordant, falsely low sodium (na) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on same and an alternate dimension vista instrument with a higher result. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.